Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon initial device interrogation there was a warning that the device had switched the ventricular configuration to unipolar as safety precaution. The patient did not have any symptoms since the last follow up and the device was programmed to vvi in the past due to high atrial outputs and the patient being in chronic atrial fibrillation. Interrogation of the device showed that the ventricular lead pace impedance and pace thresholds had increased in the bipolar configuration from (B)(6) 2017 until (B)(6) 2017. The pace impedance values were within normal range from (B)(6) 2017 in the unipolar configuration. A follow up took place and the cardiac technician wanted the patient to provoke myopotentials. This was accomplished with one of the maneuvers, but no pacing inhibition was seen. No stored noise was seen. In the bipolar configuration the pace impedance measurements were out of range and intermittent capture with high pacing thresholds. The device was then immediately reprogrammed to unipolar configuration. A possible competitor lead fracture was suspected but not confirmed. The device was left programmed to unipolar configuration. No adverse patient effects were reported. The patient was not pacemaker dependent and no asystole was noted.